Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient lost effective therapy due to the lead migrating. Surgical intervention was undertaken and the lead was repositioned to the c2 vertebral level. Postoperatively, effective therapy was reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: the date of explant should have been blank rather than (B)(6) 2019.